Event description:
Fujifilm medical systems USA (fmsu) was contacted by the customer requesting preventative maintenance for equipment used in an ercp (endoscopic retrograde cholangio-pancreatography) procedure on altered anatomy. Fmsu learned that the patient who had undergone this procedure allegedly died of a gas embolus. The equipment used during the procedure was fujifilm vp-4440hd processor, fujifilm xl-4450 light source, fujifilm pb-30 balloon-pump controller, and fujifilm ec-450bi5 double balloon endoscope. The customer does not use room air and has a co2 pump from a non-fujifilm vendor. Additional information was requested but not received; no additional information is available.